Event description:
Customer reported he experienced a big swing of low blood glucose that went from the 40 mg/dl range to high over 200 mg/dl, but he corrected. Customer also stated that he received consecutive calibration errors and change sensor error alerts. His sensor was reading 81 mg/dl but his blood glucose was 213 mg/dl. Customer decline to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer testing. The sensors passed per specifications with accurate readings.